Manufacturer narrative:
The following sections were updated/corrected/added: b4, d4, g3, g6, h2, h4, h6 and h11. The complaint for leaflet damaged while capturing was confirmed empirically based on the information provided by the edwards clinical specialist. Leaflet damage while capturing is a known potential adverse event of the pascal procedure. Some factors that can contribute to leaflet damage include frail leaflets or failure to release leaflets from paddles and clasps prior to repositioning. In this particular event, available information does not suggest a potential factor that could have contributed to the event since only one grasping attempt was made and there is no indication of excess manipulation with leaflets grasped. Additionally, initial leaflet condition is unknown. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, these events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal/precision IFU and training materials provide adequate instructions on device usage and optimization prior to release. These events will continue to be monitored, and complaints trending and control limits are managed and assessed.

Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious- even though there was no reintervention, there is a potential for reintervention in this case. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a pascal in mitral procedure where a posterior mitral leaflet injury was noted after one grasp attempt. The procedure was discontinued to prevent any further damage. The leaflet injury was not clinically relevant. The mr and general condition of the patient were the same as at baseline (severe).